Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had always turned their stimulation off at night so they could sleep without having it because when they lay flat the stimulation seemed to ramp up so they would turn the stimulation off in the morning and then turn it back on. Patient said for several months, probably 3-4 months, they had to take the battery out of the controller and let the controller go black for 5-10 minutes and then put the battery back in to turn the controller back on or off. Agent asked if thescreen was blank or coming up with a specific message and patient said they didn't think that was the specific message, but they took a picture of the message last night. Patient described seeing no device found. Patient confirmed the implanted neurostimulator was charged when they first saw the message. Agent walked patient through removing the battery pack and re-inserting the battery and patient confirmed the screen powered on. Agent had patient unlock controller and patient reported the same message appeared. Patient then connected recharger and reported the screen did not change. Patient pressed recharge and reported controller was 50% and implant was 60%. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.